Event description:
It was reported there was a system error. The settings were unrestorable. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was a system error. The settings were unrestorable. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error was confirmed during log review with an entry of error code 133.6080.0 (backup speaker failure) recorded on (B)(6) 2025. The battery log showed a completely discharged battery at the time of the event. However, the error could not be reproduced during laboratory testing. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would contribute to the reported event. All parts inspected were manufactured by bd. Thorough laboratory testing confirmed that the pcu performed with no errors or malfunctions. The returned pcu (s/n: (B)(6)) was powered on in its as received condition and showed no system errors during testing. It successfully completed a 24-hour infusion at 100 ml/hr with two verified pump modules from the dchu lab. An optimal battery conditioning test was performed in maintenance mode, confirming improved capacity and proper functionality of both the charging circuit and battery. Preventive maintenance was also conducted using alaris maintenance software v12.5.0, with all tasks passing successfully. The event was reported to have occurred on (B)(6) 2025, with no time specified. A review of the event log showed no programmed infusions on the reported date. However, activity was observed at 2:20 pm when the unit was powered on after an extended period of inactivity since (B)(6) 2024. A system malfunction was triggered immediately after startup, and the unit was powered off at 2:21 pm. A review of the error log confirmed an entry of error code 133.6080.0 (backup speaker failure) on (B)(6) 2025 at 2:20 pm. A review of the battery log showed that on (B)(6) 2025 at 2:20 pm, the system registered a completely discharged battery condition, with entries showing charge accumulated=1 and charge accumulated=13. According to the system error tip sheet, a system error message indicates that the bd alaris pc unit (pcu) has detected a hardware or software malfunction during its self-checking process. The unit should not be powered down until a replacement is available and must be returned to clinical engineering or biomedical for evaluation. The user manual v12.3.2 states that the pcu should remain connected to ac power, as the battery is only a backup. If a defective or missing battery is detected during power-on, the system will not operate. The technical service manual v12.1.2 notes that prolonged battery discharge may lead to performance degradation or malfunction and recommends charging the battery at least once per year during long-term storage. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4)). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.